Event description:
It was reported that the paddle lead was placed too lateral and the patient was not getting any relief on the left side despite reprogramming. The patient underwent a revision procedure wherein the paddle lead was moved. No device malfunction suspected. The device remains implanted, and no complications were noted postoperatively.